Event description:
The customer reported that their central nurse's station (cns) is no longer booting into software. They are getting stuck on the american mega trends screen. No harm or injury was reported. The device was received by nihon kohden in order to get repaired.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) is no longer booting into software. They are getting stuck on the american mega trends screen. No harm or injury was reported. The device was received by nihon kohden in order to get repaired.